Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the left ventricular (lv) lead seemed to be actively fixated which was confirmed by a pull test. After slitting, the lead appeared not to be fixated and began to dislodge. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.